Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the patient began to bleed at the vascular access site. The bleeding would not stop so the leads were removed and surgical hemostasis was performed. The procedure was cancelled and the patient was stable.